Event description:
Healthcare professional reported one day after injection with 1 syringe of juvederm ultra xc in the lips, the pt experienced "lip swelling that spread to the lower face." The pt also experienced numbness discomfort, allergic reaction and inflammation. The pt was treated with "benadryl, cortisone by IV and oral cortisone" by an unk physician in the emergency room one day after injection. The pt stated "some lab work" was performed, but was unsure of exactly what. Symptoms resolved by the third day.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, prod or pt details has been requested. No add'l info is available at this time. The events of swelling, numbness, discomfort, allergic reaction, inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.